Manufacturer narrative:
The reported field event of pacing failure and undersensing was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found. Correction: the previously reported MDR event description did not include a complete and concise narrative of the event. The MDR event description should be: it was reported post-implant procedure that failure to pace, undersensing and high impedance was observed on the system. Lead fracture was suspected; however, x-ray imaging did not confirm lead fracture. It was noted that the chronic lead had been implanted for more than 20 years. On november 27th, 2017 the pulse generator and lead were replaced successfully. It was noted that the procedure was completed with no adverse consequences to the patient. The patient¿s condition was stable.

Event description:
It was reported post-implant procedure that failure to pace, undersensing and high impedance was observed on the system. Lead fracture was suspected; however, x-ray imaging did not confirm lead fracture. It was noted that the chronic lead had been implanted for more than 20 years. On (B)(6) 2017 the pulse generator and lead were replaced successfully. It was noted that the procedure was completed with no adverse consequences to the patient. The patient¿s condition was stable.

Event description:
During replacement procedure on (B)(6) 2017, when the 5/6 mm lead was removed from precedent generator (model#:2405m/s s/n#(B)(4)) measuring by psa, measured data was acceptable. There were no anomalies in connecting the lead .after five hours of the procedure, pacing failure and under sensing were observed. When checking by programmer, pacing failure was 7.5v and under sensing was observed and lead impedance was measured to be 1500 ohm. The physician suspected the malfunction of generator or fracture of lead since the measured data was acceptable by measuring psa, so the new lead (model#:2088tc/52 s/n#:(B)(4)) was added and the generator was replaced on (B)(6) 2017, and the procedure was completed with no consequences to the patient.